Event description:
Additional information notes that during extraction for a change out due to normal eri, the left ventricular lead was replaced.

Event description:
It was reported that the patient presented to the clinic for a normal follow up and was diagnostically imaged prophylactically. It was noted that the left ventricular lead insulation was abraded. The electrical function of the lead was noted to be normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.